Event description:
A respiratory therapist disconnected the elastic neck strap from its plastic retainer on one side of an adult tracheostomy mask, for a doctor's examination of the pt. When the respiration therapist tried to reconnect the elastic strap to the plastic retainer, the retainer disconnected from the mask and entered the pt's stoma. A bronchoscopy was performed on the pt to remove the plastic retainer.